Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (baclofen) (2000 mcg/ml at 274 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that today at refill the were expecting to get 3.7 milliliters and got back 20 milliliters. It was noted the patient was stiffer. The hcp did do a sideport catheter access port (cap) to the patient. It was noted the pump was flowing fine and the catheter was patent. The logs looked good so no issue with the pump. The hcp stated that their concern was to remove the pump. It was reported it would be worth doing diagnostics of the catheter and to see if there was any issues with the catheter before explanting the full system. The hcp would follow up with the surgeon to review options.